Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On december 21, 2020, olympus medical systems corp. (Omsc) received literature titled "technical feasibility and oncologic safety of diagnostic endoscopic resection for superficial esophageal cancer". The purpose was to determine the technical feasibility and oncologic safety of diagnostic endoscopic resection (ER). In the literature, it was reported that 1 perforation was observed in 73 patients which were performed the ER between july 2008 and june 2014. We do not found that what the severity of these perforation was, whether perforation occurred during or after the procedure, and also whether these perforation could be completely closed or not, but it was reported that no adverse event requiring surgical intervention was observed. The ER procedure was performed using the olympus's knife (kd-10q-1, kd-655). The model number of used knife was not identified. It was also reported that 7 postoperative strictures and 1 bleeding occurred as the event associated with the ER. The postoperative strictures were required balloon dilatation, but the postoperative strictures and the bleeding were not required surgical intervention. It was not reported any malfunction. Based on the available information, a direct relationship between the olympus product and the observed adverse event could not be determined. However, we assumed that the perforation might associate with ER. Therefore, omsc will submit 1 medical device report (MDR) for the perforation of the pre-cutting knife.